Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse called in to report hospitalization for vomiting and feeling light headed due to high blood glucose levels. Customer's blood glucose level was 658 mg/dl caused by diabetes ketoacidosis. During troubleshooting, it was found that the cannula was bent. Advised customer to change infusion set every two to three days as recommended. Nothing further reported.